Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer reported that the insulin pump was recently exposed to high magnetic fields. Blood glucose level was 148 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other alarms in the alarm history due to an overwritten history file. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.